Event description:
It was reported that when the unit was powered up, the display was not visible and the unit would not power down unless it was unplugged with the battery removed.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation and this complaint is still under investigation.